Event description:
Customer reported a pyxis anesthesia es system could not recover a failed drawer. No patient or user harm was reported. The customer did not provide any additional information on the duration of the delay or what impact, if any, there was to the patient.

Manufacturer narrative:
Customer reported a pyxis anesthesia es system could not recover a failed drawer. No patient or user harm was reported. The customer did not provide any additional information on the duration of the delay or what impact, if any, there was to the patient. Complaint file captured in (B)(4). Field service technician found a medication bag that didn't fit properly. After removal they were able to test the failed drawer and was now working properly.